Manufacturer narrative:
(B) (4).

Event description:
The patient was unable to adjust stimulation. The "call your doctor" icon displayed. The patient has seen eri on his patient programmer since (B) (6) 2009. The company representative confirmed that there was a problem with the neurostimulator (ins). An eri message started to display 3 weeks ago. The battery should have lasted 12 months with the current parameter settings. The ins depleted and the patient was scheduled for replacement on (B) (6) 2010. The ins will be returned for analysis. Additional information has been requested.